Event description:
The caller reported that the cuff is breaking and they had to replace with another tracheostomy tube. The caller also reported that they have not been overinflating and the tracheostomy tube was pretested. Caller states that she does not know what the exact pressure is in the cuff. The tracheostomy tube was changed out and a new tracheostomy tube was put in place.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number.